Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an off no power alert and failed battery test alarm. The customer¿s blood glucose level was 138 mg/dl. The customer states the pump was about to die just two days after inserting a new battery. The customer was calling back within 1 week after previously completing the low battery troubleshooting. The customer did not receive a low battery alert prior to the off no power alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was assisted with the troubleshooting for failed battery test. They did not receive failed battery test alarm during troubleshooting. Advised to monitor the pump. A replacement battery cap will be sent as a courtesy. The insulin pump will not be returned for analysis.